Manufacturer narrative:
A steris service technician inspected the 3085sp surgical table and confirmed the hand control to not be functional. No other issues were noted with the function or operation of the 3085sp surgical table. The 3085sp surgical table subject of the reported event is approximately 21 years old. The technician replaced the hand control, tested the function and operation of the table and confirmed it to be operating properly. The 3085sp surgical table was returned to service, and no additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that during a patient procedure, the hand control to their 3085sp surgical table would not respond to commands. User facility personnel utilized the table's auxiliary override controls to complete the procedure. No report of injury.